Event description:
It was reported that insulin gauge displayed an amount different than expected on a previous day, but pump was not showing an issue at the time of the call. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by loading new cartridge, and technical support advised caller to contact support again if problem occurred during an active fill, while also sending replacement box of infusion sets and cartridges.